Event description:
It was reported that during dft testing, the stored egm looked like the channels switched from the v-sense/pace to the a-sense/pace channels. The dft test was performed successfully and the patient will continue to be monitored. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.